Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was evaluated by a third party service technician and the root cause was determined due to low internal battery power.

Event description:
The customer reported ltv 1200 is shutting off and on repeatedly. There was no information for patient involvement associated with the event.